Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient had lost stimulation. The patient underwent a lead revision due to a lead fracture after a non-device related fall. During the revision, the physician elected to replace the old lead with two new leads due to suspected malfunction. The patient was doing well following the procedure.

Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient will undergo lead revision due to lead fracture.